Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew came out of the implantable pulse generator (ipg) device header completely when the wrench was inserted. The physician was uncomfortable with how the setscrew felt. The device was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.